Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident. A field service engineer tested the drawer in hardware test application (hta) and found no problem. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nicu-b main drawer 5 becomes stuck each time it opened and must be manually pulled open. The customer stated that a reboot was performed; however, the issue persists and the drawer continued to stick whenever access was attempted.the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.